Event description:
It was reported that this implantable defibrillation lead exhibited one high out of range pacing impedance measurement. The patient was seen in clinic after the out of rance measurement with an acceptable measurement noted. Additionally, the most recent remote monitoring data showed the daily measurement to be within an acceptable range. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).